Event description:
The customer reported via phone call that there was white substance on their insulin pump. The customer also reported the clip on the insulin pump was corroded upon removal from the insulin pump. Customer's blood glucose was 150 mg/dl. The customer also reported their drive support cap was sticking out. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer will not be returning the insulin pump for analysis at the time of the call.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.